Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 21mm bioprosthetic aortic valve, it was explanted and replaced with a bioprosthetic aortic valve of the same size and model. The reason for replacement was reported as severe residual regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all leaflets were flexible and intact. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage at all flow rates/cardiac outputs. Flow through the valve was documented using echocardiography, digital high speed imaging, and flow meter assessment, and was deemed acceptable. All leaflets remained in the closed position with no gaps or pinholes. All commissures appeared intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The cause of the regurgitation could not be confirmed. If information is provided in the future, a supplemental report will be issued.